Event description:
It was reported that the table on the 2600 system is not booting up correctly. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filled when additional details become available.